Manufacturer narrative:
Insulin pump received with cracked display window corners and missing segment on lcd display noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on screen. The customer's blood glucose value was unknown. The customer stated that drive support cap not appeared to be damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.